Event description:
It was reported that a patient had a surgical revision the morning of the date of this report. The patient had return of pain and had not had good pain relief since (B)(6) 2015. A cap (catheter access port) dye study was performed that was inconclusive. The reporter noted that at the time of the revision a bridge bolus was in progress (51 hours remaining) and the procedural considerations with regard to the revision were discussed. The healthcare professional (hcp) initially thought the catheter may have been disconnected from the pump. It was later determined that the catheter was not patent. Upon aspirating the hcp got a slight backflow of reddish fluid that was determined not to be cerebrospinal fluid (csf) per the hcp. The hcp believed that the distal segment of the catheter was no longer in the intrathecal space. A new catheter was placed and the old catheter was tied off and left in place. The patient was receiving effective therapy. The pump was used to infuse bupivacaine and morphine (unknown). Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).